Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. Reportedly, the customer experienced a low blood glucose (bg) level below 40 mg/dl. Customer experienced a fall and required assistance due to bg level and was given intravenous fluids. During troubleshooting with tandem technical support, the customer found their setting was entered into their pump incorrectly. The customer continued to use the pump for insulin therapy.